Event description:
It was reported that, on the day prior to this report, the patient was found down and unresponsive in her home by a home health worker. Three days prior to being found, the patient was seen ¿normal¿. The patient was believed to be unconscious for approximately 3 days. On the day prior to this report, the patient was admitted to the intensive care unit. The healthcare provider (hcp) suspected an overdose occurred. The patient sustained a myocardial infarction and, at the time of this report, was very difficult to arouse. The patient also experienced an altered mental status and overdose symptoms, specified as difficulty staying awake. At the time of this report, the patient was awake but could not tell the hcp anything about what happened. The hcp requested a manufacturer representative come to hospital to interrogate the pump and turn it off. However, it was also reported that manufacturer representative was contacted to interrogate the pump logs and reduce the pump dose to from 8.994 mg/day to 5 mg/day. The pump was possibly overinfusing. On approximately (B)(6) 2014, a two-tone pump alarm began being heard. The alarm was believed to be due to an empty reservoir. The low reservoir alarm date was (B)(6) 2014. The patient was seen on (B)(6) 2014 by her hcp and her pump was filled with saline and set to minimum rate. At this time, a bridge bolus was performed and it was determined that the lowest simple continuous morphine dose of 1.2 mg/day would be safe for the patient to receive from the pump tubing and catheter area. It was noted that the bridge bolus would occur for 201 hours. The hcp planned to see how the patient tolerated oral medications to determine if she would be okay without the morphine pump. It was noted that, at this time, the patient looked ¿okay¿, but still seemed a little bit out of it and was still unsure of what happened. As of the same date, the patient was ¿not very reliable¿ and was still hospitalized. It was not believed that the patient went through withdrawal because the patient was on a lot of other medications and subsequent overmedication. The overmedication, which was believed to have caused the heart attack and also a stroke, may have been due to a number of factors including the possibility of the pump and other medications that the patient was on, which included oxycodone 5 mg and 15 mg, fioricet, ambien, soma, and xanax. The device system was used to deliver morphine 25 mg/ml. The final patient outcome was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).